Event description:
A hospital implant registration form was received. It was reported that on (B)(6) 2024, the patient received an ICD system extraction due to infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164505. Refer to add'l documents in i2k.